Event description:
The pt fully recharged the ins a few days before and was feeling stimulation and then it abruptly stopped. The programmer screen indicated the device was on though there was no sensation. Further info is being requested at this time.

Manufacturer narrative:
(B) (4).